Manufacturer narrative:
Product analysis: at analysis it was determined that an error code occurred. It was noted that the main board was defective and the main seal was loose on the battery chamber case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required unspecified repair. No additional information was available. The epg was returned for service. No patient complications have been reported as a result of this event.